Event description:
A registered nurse reported an unexpected refractive-error following an intraocular lens (iol) implant surgery. The patient was experiencing blurry vision. The lens was exchanged for a different model lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaint reported in the lot number. Attempts have been made to obtain additional information phone and fax. A completed questionaire has not been received. (B)(4).